Manufacturer narrative:
We are unable to review the device history record as no lot number was provided. No sample evaluation was performed as the device was not returned to kimberly-clark. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "cuff was losing pressure while patient was intubated and would not hold air. Had to re-intubate the patient. Patient was fine." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).